Manufacturer narrative:
Insulin pump trace download analysis confirmed the insulin pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected battery power loss noted during testing. Unit was received with scratched display window cover, minor scratched lcd window, cracked case near belt clip rails corners, cracked case (battery tube), cracked retainer and scratched case.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was unknown. Troubleshoot was performed for replace battery now alarm. Customer stated that they did get low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.